Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of non-sustained v oversensing was observed. The device was loosing ventricular capture and the subsequent conducted r-wave was being binned as a fast interval. The patient had thresholds that seemed to be rising since implant. Ventricular output was increased.